Event description:
Adverse event(s): "no harm" (no consequences or impact to pt). Product problem(s): "syringes are stiff, product was hard to get out of the syringes" (material rigid or stiff). An ophthalmologist reported that the viscoelastic syringes were stiff. No pt harm was reported. In a follow up with the ophthalmologist, he reported that the event occurred during four separate surgical procedures. The ophthalmologist reported that what he meant by stiff was that the viscoelastic was difficult to get out of the syringe. In all cases, he was able to get an adequate amount of viscoelastic out of the syringes to complete the surgery. There was no delay in the surgical procedure.

Manufacturer narrative:
The product was not returned for analysis. A functionality test has been performed during the blistering operation, the result was satisfactory. The expression force of the syringe batches involved has been tested and is within specification. There have been two other similar complaints reported in the lot number. (B)(4).